Event description:
Per the clinic, the patient experienced a postauricular swelling and infection, and was treated with oral and topical antibiotics (specific date and duration not reported); however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2026, and it is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.